Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead for conduction system pacing at the bundle of his, bipolar capture could not be achieved at 4.5 v. It was then attempted to reposition the lead; however, the lead helix would not retract. It was possible to rotate the lead body and remove the lead from the patient. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. When testing the helix mechanism, the helix was observed to be deformed and stretched, and the test was unsuccessful.

Event description:
It was reported that this lead was an attempted implant. During the procedure, while placing the lead for conduction system pacing at the bundle of his, bipolar capture could not be achieved at 4.5 v. It was then attempted to reposition the lead; however, the lead helix would not retract. It was possible to rotate the lead body and remove the lead from the patient. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.